Manufacturer narrative:
(B)(4). Event date: on an unknown date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be the patient catching a cold while eating with the windows open, but as there was no specific error reported, the cause of the peritonitis is assessed as unknown. On an unreported date, the patient began treatment with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.